Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was noted on an episode for the right ventricular (rv) lead. It was noted the patient is a triathlete. The rv lead remains in use. No patient complications have been reported as a result of this event.